Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages with multiple cartridges. The customer's blood glucose level was 124 mg/dl. It was confirmed that the customer had a backup pump available for alternate insulin therapy.